Manufacturer narrative:
There were two lenses involved in the event: right eye (od) and left eye (os). Od lens - model number: mp7787-0225+017519, lot number: 048792, expiration date: 12/01/2017, date manufactured: 01/01/2013. Os lens - model number: mp7787-0200+017522, lot number: 048573, expiration date: 12/01/2017, date manufactured: 01/01/2013. The lenses were measured for base curve and power. The results demonstrated that the lens met the labeled parameters. Results of the surface inspection determined that there were no defects on the front or base curve surfaces.

Event description:
On (B)(6) 2013, synergeyes received a complaint wherein the practitioner stated that the patient's poorly fit lens caused a corneal erosion which led to a corneal abrasion the patient was treated with besivance tid and lotemax qid. The patient stopped wearing the lenses and the signs and symptoms of the corneal abrasion rapidly resolved. Synergeyes suggested that the practitioner refit the lenses.